Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized with a staph infection for five days; the infection was located at her insertion site. The customer then called in. The patient's blood glucose at the time of event is unknown. The customer stated that she had been on the pump so long that she has scar tissue; her doctor told her that the scar tissue caused the skin irritation that facilitated the infection. The infection was cut out of the customer, and then drained. The customer also had three previous infections in (B)(6), but she was able to treat them with antibiotics. The customer's cleanliness and anti-bacterial practices regarding insertion were reviewed. Additionally, the customer was currently on break from insulin pump therapy to allow her body to rest. The customer was advised that if she were to experience any irritation or unexplained high blood glucose to change the infusion set. No products were shipped or returned.